Event description:
Spontaneous report received on 01-dec-2009, from a physician, via a distributor, regarding a female pt. In 2009, the pt had a right hemicolectomy for cancer of the ascending colon. One sheet of seprafilm from an unk lot was placed under the mid incision. Two months later, an ileus developed at the mid incision where the seprafilm had been placed. As of two months later, the pt recovered with sequelae of short intestine (only 1m and 50cm). The reporting surgeon assessed the event as severe, life-threatening and definitely related to seprafilm. No further info was available because the surgeon refused further investigation. Manufacturer's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.